Manufacturer narrative:
Additional information: h2, h3, h4, h6. Investigation summary: the customer reported the tubing disconnected automatically and leaked. There was no patient harm. A device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. As part of this review, the dimensions of the tubing and mistic connector were reviewed, and all were found to be in specification. Lot and failure mode trending review performed did not identify any related trends. One sample was returned for evaluation. Visual inspection confirmed report of detachments/disconnection. Functional evaluation of the returned device required the reattachment of tubing to the mistic connector. The set was then connected to a pump and priming was completed without issue. Current quality process controls/inspection procedures are in place and were reviewed. The sampling of this lot prior to release was found inside specification. A potential root cause of the confirmed detachment at the mistic connector is possible user misuse. The IFU states when loading the feed set to ¿grasp black ring retainer and gently stretch tubing around rotor and insert retainer into right pocket¿. No further action will be taken at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the tubing disconnected automatically and leaked. There was no patient harm.